Event description:
Reportable based on device analysis completed on 26 aug 2025. It was reported that visualization issues occurred. The target lesion was located in the left anterior descending artery (lad). The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion and was used well for pre-lad imaging which was followed by stenting. While evaluating post-stent placement, the image suddenly disappeared. The procedure was completed with another device of the same type. No patient complications were reported. However, device analysis revealed that the imaging window was twisted.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). The device was returned for analysis. Visual and microscope inspection revealed the sheath was kinked, and the imaging window and drive cable were twisted. There was imaging core windup with a broken driveshaft and broken coax cable, and the imaging window was torn. The tip was kinked, and the guidewire exit port was lifted. Impedance test shows an electrical open at proximal end of the catheter, between 130-140cm from the distal housing.